Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the cuff had inflation/deflation issue. The customer indicated that the patient outcome was asked but unknown.